Event description:
A malfunction on a pump was reported by a caller, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump. The pump malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues arose again.